Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence, it was observed a fluid leak due to a hole in the balloon. The balloon and the cuff were explanted and replaced. There were no additional patient complications reported.